Event description:
The rptr stated that the surgeon was advancing a 15.5 diopter implantable collamer lens in the cartridge and the surgeon had a hard time pushing the lens thru the cartridge with the injector. No pt contact.

Manufacturer narrative:
Difficulty pushing lens thru cartridge - the prod pertaining to this claim was not returned. However, the lens was rec'd and a visual inspection shows no visible damage to the lens. There is clear surgical residue on the lens.